Event description:
Pt was involved in a second accident five months post surgery and sustained another fracture of the same femur and broke the sign implanted nail. Surgery was needed to exchange the i.m. Nail broken in the second accident. No indication of product defect.